Event description:
The pump was returned for investigation. Investigation revealed that the pump case was cracked and damaged. Evaluation also revealed that the display lens was cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, a visual inspection of the pump revealed a crack in the pump case between the keypad and upper right corner of the display lens. Investigation also revealed that the display lens was cracked. Unrelated to these issues, the keypad was found to be torn at the up arrow button. All of the keypad buttons responded appropriately. (B)(6).